Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the high pressure test did not passed. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer did not allege insulin pump was under delivering. Customer stated the drive support cap appears normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).